Event description:
Event description guidant received information that the monitoring voltage for this implantable cardioverter defibrillator (ICD) was 2.92v (charge time of 11.5 seconds) approximately 3 months ago. The device was interrogated and found to be at eol (end of life). It was reported that a manual capacitor reformation was performed and the charge time was 40 seconds. It was noted that a yellow warning message appeared indicating that a charge time-out had occurred.